Event description:
It was reported that a dissection occurred. A 2.75 x 28mm synergy xd drug-eluting stent (des) was advanced and deployed. A stent edge dissection was observed. Another stent was deployed to overlap the first one and the procedure was completed. There were no further patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.